Event description:
Edwards received notification from a field clinical specialist that a patient with a 29mm sapien 3 valve, implanted in the aortic position, underwent a valve in valve procedure after an implant duration of 5 years and 10 months due to stenosis. As reported, the patient presented with dyspnea and syncope. It was found that the patient had stenosis of their 29mm s3 valve. The physician treated the patient with a 26mm sapien 3 ultra resilia valve successfully.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.